Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy in the aorta. As the device was pulled out of the aorta, part of the heartstring was in the tube and the majority of the heartstring was out, with the string being slightly unraveled. The physician then used his finger for hemostasis and, in order to complete the case, he asked for another heartstring and it worked as expected. The hospital did not report any patient effects. The product in question was returned to maquet cardiovascular for investigation.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will be submitted once the device evaluation is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).